Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an 8 cm abdominal aortic aneurysm approx one month ago. The aortic neck was mildly-moderately angulated and 8 mm long. The physician was aware of the short aortic neck. It was reported that the bifurcated stent graft was implanted at the level of the renals; however, it completely slipped into the aneurysm sac due to the short neck. Two 28 mm aneurx aortic cuffs and a 28 mm talent aortic cuffs were implanted proximally to resolve the endoleak and to build the bifurcated stent graft up to the level of the renal arteries. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (short neck with mild-moderate angulation), (stent graft was deployed in a pt with a short aortic neck). Conclusion: (short neck with mild-moderate angulation), (stent graft was deployed in a pt with a short aortic neck).